Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the myometrium of the right and left cornua are metal coils') and pelvic pain ('pain, pelvic pain') in an adult female patient who had essure (batch no. A66685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Previously administered products included for prevent pregnancy: oral contraceptive nos from 2003 to 2004 and depo-provera in 2003; for an unreported indication: norvasc. Concurrent conditions included hypertension since 2001. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (robotically assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, vaginal discharge, hormone level abnormal, weight increased, vaginal haemorrhage and heavy menstrual bleeding outcome was unknown. The reporter considered embedded device, heavy menstrual bleeding, hormone level abnormal, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 (previously noted) and (B)(6) 2008 (newly received pfs). Event onset date reported for events pelvic pain, vaginal hemorrhage and heavy menstrual bleeding as (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified)- bilateral occlusion. Pathology test - on (B)(6) 2021: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: chronic cervicitis with squamous metaplasia and features of nabothian cyst. Endometrium: proliferative endometrium. Myometrium: multiple leiomyomas. Serosa: adhesions. Right and left fallopian tubes: benign fallopian tubes with paratubal cysts. Ms/slc. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Most recent follow-up information incorporated above includes: on 01-oct-2021: mr received. Reporter information, device removal details added. Action taken with drug updated. Event: embedded within the myometrium of the right and left cornua are metal coils added. Case upgraded to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the myometrium of the right and left cornua are metal coils') and pelvic pain ('pain, pelvic pain') in an adult female patient who had essure (batch no. A66685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Previously administered products included for prevent pregnancy: oral contraceptive nos from 2003 to 2004 and depo-provera in 2003; for an unreported indication: norvasc. Concurrent conditions included hypertension since 2001. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (robotically assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, vaginal discharge, hormone level abnormal, weight increased, vaginal haemorrhage and heavy menstrual bleeding outcome was unknown. The reporter considered embedded device, heavy menstrual bleeding, hormone level abnormal, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 (previously noted) and (B)(6) 2008 (newly received pfs). Event onset date reported for events pelvic pain, vaginal hemorrhage and heavy menstrual bleeding as (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified)- bilateral occlusion. Pathology test - on (B)(6) 2021: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: chronic cervicitis with squamous metaplasia and features of nabothian cyst. Endometrium: proliferative endometrium. Myometrium: multiple leiomyomas. Serosa: adhesions. Right and left fallopian tubes: benign fallopian tubes with paratubal cysts. Ms/slc. Lot number:a66685; manufacturing date: 2012-11; expiration date: 2015-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.